Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Visual inspection found a kink on can about 15 mm from of cage and can bonding site. No other issues were found on the rest of the pump. Low or blocked pump flow: the cause of low or blocked pump flow was most likely kinked cannula as per clinical information and observed on the returned product. Product damage (cannula kink): the cause of the product damage (cannula kink) cannot be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that the decision for impella cp was made on a patient with multiple vessel disease. The cp was successfully placed and started in auto however flows were low with suction alarm. Decision was made to explant and place a new cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction d3, e4, h6. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated